Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device prompted a user interface issue. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Zoll medical corporation received the devices log files for evaluation. The reported malfunction was confirmed during the log file analysis by the technical support team and the main board was determined to be at fault. Technical support advised the customer to replace the main board to resolve the issue.